Event description:
A malfunction on the pump was reported, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by resetting the pump, after which the malfunction code did not recur. The customer was informed they could continue using the pump and advised to contact support if the malfunction reappears, which they understood.